Manufacturer narrative:
On 23-jun-2020, it was found that method code "testing of patient sample or reference material using manufacturer's device" was omitted on the previous report. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device was discarded. However, the product investigation was completed based off of the provided photo. Investigation summary: during the visual evaluation of the picture, no apparent damage or visual anomalies were observed on the product. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with two 350cc mentor memorygel breast implant prostheses experienced left-sided rupture and bilateral grade iii capsular contracture postoperatively. MRI performed in (B)(6) 2019 indicated the rupture, and the diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two 405cc mentor memorygel breast implant prostheses (catalog #: smpx405, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. Due to the covid-19 concerns, the suspected medical device was discarded upon explantation. The date of implantation was estimated based on the invoice date of the left-sided device, since the reported date of implantation was before the device manufacture date. If additional information is received in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.